Event description:
In 2009, the pt reported she has had erratic blood glucose readings ranging from the 20's mg/dl to the 200-300's mg/dl with her target range being 70-153 mg/dl. She stated she believes her erratic readings are due to her infusion device not properly delivering insulin. She said about 1-2 months ago, she pressed the up button on her device and it did not respond. She said she finally was able to deliver a bolus but thinks she bolused too much because she "bottomed out." She said the next morning a friend called to check on her and she told him she wasn't well, so he had a neighbor come over and give her some orange juice. Symptoms were not being lucid and unable to function. She said when she came to she tested her blood glucose and it was 91 mg/dl. She stated that later that day her readings increased to the 100-200's range. She said she has always had a difficult time controlling her readings even before pump therapy when her readings were "out of control." During troubleshooting, the pt stated she does not normally listen for confirmation beeps when bolusing and she was encouraged to do so. She confirmed the time and basal rates on her device are accurate. Her reading this morning was 153 mg/dl. Product was replaced and requested to be returned for eval.